Event description:
The company received a report where it was claimed that the cuff developed a hole in the cuff during patient use. The caller reported that non routine extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample was received for evaluation. A leak was observed at the cuff. A visual inspection was performed and it was observed a cut in the cuff. The cut of the cuff measured 0.071 in using a caliper with calibration ID 9790 and a leak was observed in the contour of pilot balloon (seam). The reported issue is confirmed but cannot be confirmed that the reported issue occurred during out manufacturing process. Information has been added to the database for trending purposes. Insertion reference in products dfu: to ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula toward the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it.